Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6) hospital. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent an unknown surgery with the protection sleeve in question for the supra-patellar. When the surgeon used a reamer with the sleeve, it seemed that the metal part the sleeve has been shaved off with a reamer. Then, the reamer did not rotate smoothly. Therefore, the surgeon stopped using the sleeve, considering the possibility of the metal parts being come out inside the body. The surgeon carefully used a new sleeve instead of the sleeve in question to open wound with avoiding too much internal pressure in the joint as procedure. The surgeon commented that it should have been done from the beginning instead of rushing. An x-ray confirmed that there were no fragments in the patient. The surgery was completed successfully without any surgical delay. The patient was reported as stable. This report involves one (1) protection sleeve/ flex/ long for nails ø 8-13mm / sterile. This is report 1 of 1 for (B)(4).